Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a really bad fall and hit their head, and during the fall, they felt an electrical shock inside their head. A concussion and bruising on the face and eyes were a result of the fall, and since, they have not been walking well, legs felt heavy, and they had a couple falls since. On (B)(6) 2020, the implantable neurostimulator (ins) was checked and off. Therapy was turned back on, and while they didn't feel relief right away, the patient was feeling relief in their legs at the time of the call. Their managing physician was notified of the fall, and the caller was redirected to consult with their healthcare provider (hcp) to have the system integrity checked.